Event description:
Patient with known intra and extracapsular ruptured l breast implant on MRI. Patient scheduled for bilateral implant removal and breast implant will be sent back to manufacturer once shipping material arrives. Original date of implant placement was in 2009. Mentor ruptured site measures 6.6 x 2.5cm, 5cm, 5789820, 325cc.